Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 419478 implantable pacing lead 2013-(B)(6), d314trm implantable cardioverter defibrillator 2013-(B)(6), 6947m implantable tachy lead 2013-(B)(6). (B)(4).

Event description:
It was reported that at pre-discharge evaluation, it was noted that the atrial lead had fallen into the ventricle. It was also reported that the left ventricular (lv) lead appeared to have pulled back and had loss of capture in bipolar. The atrial lead was repositioned using a stylet and the lv lead was advanced over an interventional wire to a location with better thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.